Manufacturer narrative:
E1. Initial reporter address 1:(B)(6).

Event description:
It was reported that a device entrapment occurred. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon got stuck with the guidewire. The catheter and guidewire were removed as one unit. The procedure was completed with another of the same device. There were no patient complications reported.